Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent difficulties charging the pump which resulted in the pump battery depleting and the pump shutting off. The customer¿s blood glucose was 130 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.